Event description:
Injector 's initial account: "I injected versa yesterday and the patient had a very severe reaction to it. I don't know if it was an allergy or something else but I had to dissolve it immediately. I would like to touch base with your medical director about this." Injector's follow-up account: filler was injected into the lips, as the procedure continued the upper look looked to be swollen, as the procedure continued onward the swelling continued to increase. There was no pain however. As the swelling in the upper lip continued and the result was undesirable and the cause of the swelling was unsure to be an allergy or vco we injected # vials of hyelenex to dissolve the filler immediately. This resolved the issue. The patient was observed in the office for 2 hours additional. Medical director's medical opinion: "the following is a clinic opinion based on the information provided in case (B)(4). On (B)(6) 2023 a patient received versa+ ha injected into their lips. Prior to injection blt compounded topical anesthetic was applied to the patients lips. The patient has a history of allergy to cephalosporin antibiotics and a history of anti-phospholipid antibody syndrome, which is an autoimmune condition resulting in arterial and venous blood clots. Although it wasn't stated in the history it is assumed that the patient is on daily anticoagulant medication. Apas can be triggered by infection such as covid or herpes, dehydration, some drugs such as bcp and trauma including surgery. Prior to injection it was noted that the patients right upper lip was swollen compared to the rest of the lips. As the procedure was performed the swelling of the upper lip continued. There was no pain reported. Due to the swelling of the upper lip the injection was stopped and hylenix (hyaluronidase) was injected. The patient was observed for 2 hours and the swelling completely resolved. Based on the history provide the differential in this case is allergic reaction versus vascular occlusion. As the swelling started before the injection began the most likely cause for an allergic reaction is the high dose blt topical anesthetic applied to the thin epithelium and mucosa of the lips. Tetracaine is an ester anesthetic and one of the most allergenic anesthetics. With the pre-existing history of apas the injecting physician made the correct decision to dissolve the product as this is the more serous of the two probable causes for the patients swelling. My clinical opinion is that this case represents an allergic reaction to compounded topical anesthetic."

Event description:
Injectror 's account: "I injected versa yesterday and the patient had a very severe reaction to it. I don't know if it was an allergy or something else but I had to dissolve it immediately. I would like to touch base with your medical director about this." We have not been able to recieve any further information form the clinic or any contact person.